Manufacturer narrative:
The pump passed the displacement test and sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case. Per observation that the knit line near the belt clip plate is normal. No cracks on the case during the visual inspection. However, pump received with intermittent button response on the select button. The keypad overlay was removed to perform visual inspection and found cracked keypad dome switch on the select button. Pump was cut open to perform visual inspection and found no physical or moisture damage on the electronic assembly and motor assembly. The j1 connector on pcba 1 was locked properly during visual inspection. Cosmetic damage at back of the pump near the belt clip rail was not confirmed, however, other cosmetic damage was noted. Pump received with intermittent button response due to cracked select button keypad dome switch. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had a crack at the back of the pump near the belt clip rail. The customer reported no adverse event. The event involved in the product was mmt-1885. Troubleshooting was performed for cosmetic damage and the pump will be replaced. No harm requiring medical intervention was reported. Product return is required for mmt-1885.